Event description:
Our rep is reporting to us that the pt underwent a successful arthroscopic shoulder procedure with the use of a versalok anchor for fixation on (B) (6) 2010. At some point subsequent to this, the pt presented with unk symptoms; x-rays taken and revealed that the fixation device had pulled out of the bone hole. A re-surgery was performed on (B) (6) 2010; at this procedure, the fixation device was removed and a new fixation device was employed in its place for remedy and the procedure was completed successfully without further issue or harm to the pt. Device discarded by user facility. No lot number supplied. Surgeon noted that the pt presented not wearing "immobilizer" as rxd: was not compliant.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.